Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained his scs ipg is poking out his skin. The patient stated he has fallen multiple times in the past. A sjm representative met with the patient and observed the ipg seems to have flipped inside the pocket. In addition, the patient stated he has not charged his scs ipg in approximately three years. The representative observed the patient's ipg would not communicate with external devices and appears to be inoperable. Surgical intervention is planned for a later date to address the issues.

Event description:
Follow-up identified the patient had his scs ipg replaced with a different model ipg. Reportedly, the physician secured the battery to keep it from moving again. In addition, the patient is doing well and the reported issue has been resolved.